Manufacturer narrative:
The samples were collected in serum tubes. No centrifugation data was supplied. No qc or system check data was supplied to date. The customer requested the sample to be sent to customer product line support (cpls) for additional testing. Service was not dispatched for this event as it appears to be specific to one patient's testing. The root cause for this event is pending to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining multiple unexpectedly low hybritech % free prostate specific antigen (psa) results since a radical prostatectomy for one (1) patient that were generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported outside the laboratory. The patient has undergone several metastasis investigations with different x-ray methods and positron emission tomography (pet) scan without any image or clinical evidence of remaining tumor in the body. This report is related to the following MDR's that are reporting on different dates of this event: 2122870-2011-01511, 2122870-2011-01512, 2122870-2011-01514, 2122870-2011-01515, 2122870-2011-01516, 2122870-2011-01517, 2122870-2011-01518, 2122870-2011-01519, 2122870-2011-01520, 2122870-2011-01521 2122870-2011-01522, 2122870-2011-01523, and 2122870-2011-01524.